Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain'), premature labour ('pre-term labor'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('cesarean section') in a 36-year-old female patient who had essure (batch no. 626800) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure occlude fallopian tubes\device ineffective". The patient's medical history included tubal ligation on (B)(6) 2012, parity 3 (date of birth: (B)(6) 2000, (B)(6) 2000, (B)(6) 2007), cesarean section (2 c-section/ advanced maternal age), pre-eclampsia and vaginitis chlamydial. She denied any headache, shortness of breath, chest pain, visual changes, right upper quadrant pain or epigastric pain. Previously administered products included for pregnancy prevention: depo provera from (B)(6) 2008 to (B)(6) 2008 and birth control pill; for an unreported indication: zithromax, penicillin, tylenol and codeine. Past adverse reactions to the above products included chest discomfort with penicillin and tylenol; hypersensitivity with codeine; and urticaria with zithromax. Concurrent conditions included incompetent cervix, smoker and shellfish allergy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 18 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and pre-eclampsia ("preeclampsia") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with on (B)(6) 2012, she underwent operative hysterectomy and bilateral tubal ligation. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the premature labour, pregnancy with contraceptive device, caesarean section, pre-eclampsia, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. 2569g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, premature labour and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 173/101. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: pregnancy positive. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pregnancy with essure device and pre-term labor, pre-term labor, preeclampsia, cesarean section." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: mr received : lot number was added. New reporter contact information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain'), premature labour ('pre-term labor'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('cesarean section') in a 36-year-old female patient who had essure (batch no. 626800) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure occlude fallopian tubes\device ineffective". The patient's medical history included tubal ligation on (B)(6) 2012, parity 3 (date of birth: (B)(6) 2000, (B)(6) 2000, (B)(6) 2007), cesarean section (2 c-section/ advanced maternal age), pre-eclampsia and vaginitis chlamydial. She denied any headache, shortness of breath, chest pain, visual changes, right upper quadrant pain or epigastric pain. Previously administered products included for pregnancy prevention: depo provera from (B)(6) 2008 and birth control pill; for an unreported indication: zithromax, penicillin, tylenol and codeine. Past adverse reactions to the above products included chest discomfort with penicillin and tylenol; hypersensitivity with codeine; and urticaria with zithromax. Concurrent conditions included incompetent cervix, smoker and shellfish allergy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 18 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and pre-eclampsia ("preeclampsia") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with on (B)(6) 2012, she underwent operative hysterectomy and bilateral tubal ligation. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the premature labour, pregnancy with contraceptive device, caesarean section, pre-eclampsia, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. 2569g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, premature labour and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 173/101. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: pregnancy positive. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pregnancy with essure device and pre-term labor, pre-term labor, preeclampsia, cesarean section." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain'), premature labour ('pre-term labor'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('cesarean section') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure occlude fallopian tubes\device ineffective". The patient's medical history included tubal ligation on (B)(6) 2012, parity 3 (date of birth: (B)(6) 2000, (B)(6) 2007), cesarean section (2 c-section/ advanced maternal age), pre-eclampsia and vaginitis chlamydial. She denied any headache, shortness of breath, chest pain, visual changes, right upper quadrant pain or epigastric pain. Previously administered products included for pregnancy prevention: depo provera from (B)(6) 2008 to (B)(6) 2008 and birth control pill; for an unreported indication: zithromax, penicillin, tylenol and codeine. Past adverse reactions to the above products included chest discomfort with penicillin and tylenol; hypersensitivity with codeine; and urticaria with zithromax. Concurrent conditions included incompetent cervix, smoker and shellfish allergy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 18 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and pre-eclampsia ("preeclampsia") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with on (B)(6) 2012, she underwent operative hysterectomy and bilateral tubal ligation. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the premature labour, pregnancy with contraceptive device, caesarean section, pre-eclampsia, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. 2569g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, premature labour and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 173/101. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: pregnancy positive. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pregnancy with essure device and pre-term labor, pre-term labor, preeclampsia, cesarean section." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: this is incident case. This case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical condition/medication and concurrent conditions were added. Lab data was updated. Essure indication was amended. Essure removal date was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), pregnancy (no complications), pre-term labor, preeclampsia, cesarean section, depression, mental anguish, migraine, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and failure occlude fallopian tubes/device ineffective were added. She was recovering from pain (post one month of removal date: (B)(6) 2012). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.